Event description:
New information received that the noise was over sensed by the left ventricle lead and resulted in pacing inhibition.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited noise under pacing system analyzer (psa) measurement. The physician elected to not used the lv lead and, a new lead was implanted. The patient had no consequences throughout the procedure.